Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, no additional information has been made available.

Event description:
Additional information indicates that subsequent impedance measurements were obtained through the patient's home monitoring system and were found to be within normal limits. The physician plans to increase the patient's follow-up and no intervention is planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient was brought in for evaluation where it was determined that there was nothing wrong with the lead. The patient was put through a series of positional tests and the lead performed flawlessly. It was determined by looking at the patient's previous history that measurements close to 125 ohms was normal for this patient.

Event description:
Additional information indicates that this system continues to exhibit intermittent out of range shock impedance values of greater than 125 ohms. It was reported that the patient's impedance values typically run in the 109-119 ohm range on any given day. The physician plans to continue to monitor the situation and does not feel that any further testing is needed at this time.

Event description:
Additional information indicates that this system continued to exhibit high out of range impedances. Furthermore, there was an inappropriate episode stored due to noise on the right ventricular (rv) and shock channels. The field representative was to discuss findings with the patient's physician.